Event description:
It was reported "catheter had a hole and it and was leaking. Product was removed. Patient had the PICC since 7/28" add info rec'd: did event occur during placement, while in use on a patient, during removal, or after removal? During use was a new device placed? No. Was the device used on a patient? Yes any patient harm? Unknown..

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid. Device not returned.

Event description:
It was reported that "catheter had a hole and it and was leaking. Product was removed. Patient had the PICC since 7/28". Additional information received: did event occur during placement, while in use on a patient, during removal, or after removal? During use. Was a new device placed? No. Was the device used on a patient? Yes. Any patient harm? Unknown.